Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent the surgery for knee with the cement in question. During the surgery, when the surgeon opened the package of the cement and touch it to use the ample of the cement, the ample broke. He tried to use the other ample in the same package, but the second ample broke. He used other products and the surgery was completed successfully within 30minutes delay. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint states: ¿it was reported that on (B)(6) 2021, the patient underwent the surgery for knee with the cement in question. During the surgery, when the surgeon opened the package of the cement and touch it to use the ample of the cement, the ample broke. He tried to use the other ample in the same package, but the second ample broke. He used other products and the surgery was completed successfully within 30minutes delay. No further information is available.¿ 2 ampoules were returned for examination (see attachment ¿(B)(4) photos.pdf¿). The rest of the packaging layers were not returned. The ampoules were both broken at the neck, and the ampoule blisters are damaged consistent with exposure to monomer but there is no evidence of any external damage. This examination confirms the complaint description. As only the ampoules were returned without the rest of the unit packaging layers, there is insufficient information to determine root cause. Retained samples for this lot number were examined, but no further instances of broken ampoules were discovered. Dva-104409-fde rev 10 was reviewed (see attachment ¿(B)(4) extract from dva-104409-fde.pdf¿) and this possible failure mode is included. The risk is considered as low as possible and cannot be further mitigated. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary the number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot: 1 unrelated non-conformance on this lot number. Final micro and sterility tests passed. All qc release specifications met. (B)(4) units released. Lot expiry date: 31 may 2022 corrected: